Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 408 mg/dl. The customer was treated with manual injection. The customer did not mention any symptoms related to high blood glucose level. The customer also reported a pump error. The customer reported that they were able to clear the alarm but they were not able to rewind the insulin pump. Auto mode was not mentioned if was in use at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received constant no motor movement or negligible movement. Retries to free a stuck motor failed error isolated to motor assembly. The motor was tested outside of the device and passed.